Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pacing lead had a suspected fracture due to high thresholds that rapidly increased and high/ undefined impedance measurements. The lead was initially reprogrammed and subsequently explanted and replaced. No patient complications have been reported as a result of this event.